Event description:
This unsolicited case from united states was received on (B)(6) 2018 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc or synvisc one injection and after unknown latency could barely walk, knee and especially, knee cap profoundly swollen, couldn't walk, after 2 days the knee and knee cap was hot, knee and knee cap was red and excruciating pain. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2018, patient received treatment with intraarticular synvisc or synvisc injection (dose, frequency: not provided) in left knee for knee pain for first time. She had not used synvisc before. She was unsure if it was synvisc or synvisc-one. Patient did not have any problems following the injection and used ice following the injection. Patient also tried some essential oils, but nothing helped. On an unknown date in (B)(6) 2018, patient's knee and especially, her knee cap, was profoundly swollen, really red and hot, and patient had excruciating pain. Patient could not walk and had to use a cane on an unknown date in (B)(6) 2018. Patient decided to use some natural remedies and rubbed the knee with olive oil and oil with cayenne pepper and wrapped it for 2 nights. This seemed to help and she was able to go to work on (B)(6) 2018. Patient was still using the cane. Swelling was a little better on (B)(6) 2018. Patient called physician and was told that if it did not improve, patient should return to the office to let them look at this. Also reported that the patient ate chicken, but could not eat eggs. Action taken: unknown for both suspect products corrective treatment: cane for could barely walk, couldn't walk; ice, essential oils, olive oil and oil with cayenne pepper and wrapped it for 2 nights for knee and especially, knee cap profoundly swollen, knee cap was hot, knee and knee cap was red and excruciating pain outcome: recovering for all events a pharmaceutical technical complaint was initiated with results pending for the same. Seriousness criteria: disability for could barely walk, couldn't walk pharmacovigilance comment: sanofi company comment dated 27-apr-2018: this case concerns a patient who received synvisc for knee pain and later the patient could not walk and had to use the cane. Based on the available information, the causal role of the event was assessed as related as significant temporal relationship is established with the suspect product. However, more information on the patient's medical history, concurrent conditions and concomitant medications will provide a comprehensive assessment of this case.

Event description:
This unsolicited case from united states was received on (B)(6) 2018 from a patient. This case concerns a 55 years old female patient who received treatment with synvisc or synvisc one injection and after unknown latency could barely walk, knee and especially, knee cap profoundly swollen, couldn't walk, after 2 days the knee and knee cap was hot, knee and knee cap was red and excruciating pain. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2018, patient received treatment with intraarticular synvisc or synvisc injection (dose, frequency: not provided) in left knee for knee pain for first time. She had not used synvisc before. She was unsure if it was synvisc or synvisc-one. Patient did not have any problems following the injection and used ice following the injection. Patient also tried some essential oils, but nothing helped. On an unknown date in apr-2018, patient's knee and especially, her knee cap, was profoundly swollen, really red and hot, and patient had excruciating pain. Patient could not walk and had to use a cane on an unknown date in apr-2018. Patient decided to use some natural remedies and rubbed the knee with olive oil and oil with cayenne pepper and wrapped it for 2 nights. This seemed to help and she was able to go to work on (B)(6) 2018. Patient was still using the cane. Swelling was a little better on (B)(6) 2018. Patient called physician and was told that if it did not improve, patient should return to the office to let them look at this. Also reported that the patient ate chicken, but could not eat eggs. Action taken: unknown for both suspect products. Corrective treatment: cane for could barely walk, couldn't walk; ice, essential oils, olive oil and oil with cayenne pepper and wrapped it for 2 nights for knee and especially, knee cap profoundly swollen, knee cap was hot, knee and knee cap was red and excruciating pain outcome: recovering for all events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4) and results for the same were received. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: disability for could barely walk, couldn't walk additional information was received on 27-apr-2018. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 27-apr-2018: this case concerns a patient who received synvisc for knee pain and later the patient could not walk and had to use the cane. Based on the available information, the causal role of the event was assessed as related as significant temporal relationship is established with the suspect product. However, more information on the patient's medical history, concurrent conditions and concomitant medications will provide a comprehensive assessment of this case.